Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for a hernia that was leaking and required surgery. One day after onset, the patient was admitted to the hospital for the event. Five days later, the patient underwent surgery for hernia repair. On an unreported date, the patient was administered unspecified pain killers and unspecified antibiotics to aid in the hernia healing process. It was reported the hernia developed after the start of peritoneal dialysis (pd) therapy and did not exist prior to starting pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.